Event description:
This event is reportable based on analysis by manufacturer completed on 10/21/2011. It was reported while using a therapy cool path duo catheter during a cardiac ablation procedure the irrigation port was noted to be partially detached. The catheter was in the right atria at the time and was not being used for ablation when the irrigation pump alarm alerted the staff. The catheter was replaced and the procedure was completed using another therapy cool path duo catheter with no consequences to the patient. Analysis of the returned device revealed the irrigation port to be completely detached from the catheter handle.

Manufacturer narrative:
(B)(4). One cool path duo 7f catheter was received for evaluation. Visual inspection revealed the luer extension tube was broken at the handle edge and the fluid lumen was detached. Functional testing of the device could not be completed due to the broken luer extension tube and detachment of the fluid lumen. Review of the device history records confirmed the device met manufacturing requirements prior to shipment. The root cause classification is consistent with supplier quality. A quality improvement project was initiated to investigate the issue and improve the process. As a result, improvements to the tubing quality and improvements to the internal inspection process have been instituted. Sjm partnered with the vendor of the tubing and determined that the material was not processed with the necessary conditions to ensure optimum tubing quality; the process has been improved by the vendor. In order better prevent potentially defective tubing from being utilized during the manufacturing process, (B)(4).